Event description:
Microbore IV tubing was primed by rn with dipravan and then placed in alaris ivac IV pump. Regulatory valve was closed but fluid continued to flow from IV tubing. The regulatory valve ball bearing had slipped out of valve housing allowing free flow of fluid.